Event description:
It was reported that high, out of range pacing lead impedance and loss of capture were observed when a non-dependent patient presented to hospital feeling fatigue. The lead was capped and replaced. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.